Event description:
Patient with a right lower extremity osteoid osteoma presented for a percutaneous ablation of the osteoma under CT guidance. The procedure was unsuccessful d/t (due to) an equipment complication. Per the procedure note: "mechanical fracture of the bone drill during access of the osteoid osteoma" occurred. Multiple attempts to remove the fractured drill fragment from the bone were unsuccessful. With consult from orthopedics, a decision was made to abort the procedure and schedule the patient for surgical curettage where the osteoid osteoma could be removed along with the retained drill fragment.